Event description:
The complainant alleged that the pilot valve was leaking. The independent repair statement confirmed the pilot valve like and listed this as the key failure. It was further noted to have a defective tywrap on the sieve bed. Per independent repair center statement, the unit is alarming or has a red light.